Manufacturer narrative:
Further troubleshooting confirmed a battery charging failure and a power supply failure. The power management board was ordered. It was confirmed that the device exhibited a battery not charging condition due to a power supply failure. The required replacement parts, including the power management board, power supply, and battery, were received and installed, resolving the issue. The device subsequently passed all required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while servicing and testing the device, it was observed that the battery is not charging. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The device experienced a power supply failure during test 12: power fail. Staff reported that the device completely shut off when unplugged, and the issue was verified upon inspection. Troubleshooting revealed that the battery is not charging and the power supply is non-functional. A field service engineer (fse) is scheduled to review the issue.